Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that upon interrogation it was found this pacemaker had reverted to safety mode. The field representative provided the device is expected to be replaced. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.